Event description:
It was reported that over 254 asystole episodes were recorded since the loop recorder was implanted two months ago. Sensing problems were suspected. All the episodes had "tick marks" around 180 ms and came into and out of the episodes at the same rates. The patient was not symptomatic. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.